Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment with meropenem was discontinued on an unknown date. Antibiotic treatment with vancomycin and ceftazidime were discontinued 31 days after the event onset. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 3rd day, ongoing) and meropenem injection (1gm, once daily, ongoing) for peritonitis. Five days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. It was reported that patient retraining was completed. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.